Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell 2, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization results confirmed load cell 2 was defective, and it was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported that the autopulse platform (s/n (B)(4)) worked as intended during a patient call. During device check after the call, once the ems crew replaced the lifeband, the autopulse platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). As per the customer, the platform was placed on an even/flat surface during testing. No patient involvement.